Event description:
It was reported the catheters are being placed into patient's internal jugulars by a few "newer" physicians in the emergency department. They are experiencing issues with the spring wire guides becoming kinked during insertion. See MDR #1036844-2014-00438 for initial report of this issue.

Manufacturer narrative:
(B)(4). A second sample was returned for evaluation in connection with 1036844-2014-00438. This additional report is being filed in relation to that info.